Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ("allergic contact dermatitis on her ears and neck due to metal") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sedation (for essure insertion procedure) and regional nerve block (for essure insertion procedure). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with rash papular. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and dysuria ("dysuria"). In (B)(6) 2015, the patient experienced amenorrhoea ("skipping her cycle/ missed periods") and menstruation delayed ("late menstrual cycle"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), weight increased ("weight gain"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with hydroxyzine hydrochloride (hydroxyzine hcl), methylprednisolone, triamcinolone acetonide and prednisone. Essure (ess205) treatment was not changed. At the time of the report, the dermatitis contact, pelvic pain, menorrhagia, weight increased, fatigue, abdominal pain, dysuria, amenorrhoea, menstruation delayed and dysmenorrhoea had not resolved. The reporter considered abdominal pain, amenorrhoea, dermatitis contact, dysmenorrhoea, dysuria, fatigue, menorrhagia, menstruation delayed, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2009: normal (food and environmental allergen panel). Hysterosalpingogram - on (B)(6) 2016: coils in satisfactory position and tubes occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('allergic contact dermatitis on her ears and neck due to metal') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sedation (for essure insertion procedure) and regional nerve block (for essure insertion procedure). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with rash papular and hypersensitivity, 2 months 20 days after insertion of essure (ess205). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/worsening pain") and dysuria ("dysuria"). In (B)(6) 2015, the patient experienced amenorrhoea ("skipping her cycle/ missed periods") and menstruation delayed ("late menstrual cycle"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), genital haemorrhage ("worsening abnormal bleeding") and autoimmune disorder ("autoimmnune disorder nos") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine hydrochloride (hydroxyzine hcl), methylprednisolone, prednisone and triamcinolone acetonide. At the time of the report, the dermatitis contact, pelvic pain, menorrhagia, weight increased, fatigue, abdominal pain, dysuria, amenorrhoea, menstruation delayed and dysmenorrhoea had not resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, amenorrhoea, autoimmune disorder, dermatitis contact, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, menorrhagia, menstruation delayed, pelvic pain and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: essure was not removed (per pif). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2009: results: normal (food and environmental allergen panel). Hysterosalpingogram - on (B)(6) 2016: results: coils in satisfactory position and tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('allergic contact dermatitis on her ears and neck due to metal') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sedation (for essure insertion procedure) and regional nerve block (for essure insertion procedure). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with rash papular and hypersensitivity, 2 months 20 days after insertion of essure (ess205). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/worsening pain") and dysuria ("dysuria"). In (B)(6) 2015, the patient experienced amenorrhoea ("skipping her cycle/ missed periods") and menstruation delayed ("late menstrual cycle"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), genital haemorrhage ("worsening abnormal bleeding") and autoimmune disorder ("autoimmune disorder nos") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine hydrochloride (hydroxyzine hcl), methylprednisolone, prednisone and triamcinolone acetonide. At the time of the report, the dermatitis contact, pelvic pain, menorrhagia, weight increased, fatigue, abdominal pain, dysuria, amenorrhoea, menstruation delayed and dysmenorrhoea had not resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, amenorrhoea, autoimmune disorder, dermatitis contact, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, menorrhagia, menstruation delayed, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: essure was not removed (per pif) diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2009: results: normal (food and environmental allergen panel). Hysterosalpingogram - on (B)(6) 2016: results: coils in satisfactory position and tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter added. Events auto-immune symptoms, worsening abnormal bleeding were added. Rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('allergic contact dermatitis on her ears and neck due to metal') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sedation (for essure insertion procedure) and regional nerve block (for essure insertion procedure). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with rash papular and hypersensitivity, 2 months 20 days after insertion of essure (ess205). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/worsening pain") and dysuria ("dysuria"). In (B)(6) 2015, the patient experienced amenorrhoea ("skipping her cycle/ missed periods") and menstruation delayed ("late menstrual cycle"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), genital haemorrhage ("worsening abnormal bleeding") and autoimmune disorder ("autoimmnune disorder nos") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine hydrochloride (hydroxyzine hcl), methylprednisolone, prednisone and triamcinolone acetonide. At the time of the report, the dermatitis contact, pelvic pain, heavy menstrual bleeding, weight increased, fatigue, abdominal pain, dysuria, amenorrhoea, menstruation delayed and dysmenorrhoea had not resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, amenorrhoea, autoimmune disorder, dermatitis contact, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, menstruation delayed, pelvic pain and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: essure was not removed (per pif). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2009: results: normal (food and environmental allergen panel). Hysterosalpingogram - on (B)(6) 2016: results: coils in satisfactory position and tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter and dob were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.